Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a damaged drain fitting, dirty block assembly, damaged pcb (printed circuit board), worn line cord and pole clamp, noisy pump. The customer stated problem was duplicated. The device was leaking from the reservoirs drain fitting confirming the customer complaint. Replaced the drain fitting, pump assembly, pcb, line cord and pole clamp. Performed pm (preventive maintenance). The cause of the reported problem was traced to customer manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device was leaking from the reservoir. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed damaged drain fitting, dirty block assembly, damaged printed circuit board (pcb), worn line cord, pole clamp, and noisy pump. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. During investigation, the device was leaking from the reservoirs drain fitting confirming the customer complaint. The drain fitting got damaged possibly from dropping the device. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: replaced the drain fitting. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.